Event description:
The customer's mother reported via phone call that the sensor had inaccurate readings. Customer's blood glucose was 308 mg/dl and their sensor glucose read 103 mg/dl. It was also found the customer's blood glucose was 589 mg/dl and their sensor glucose read 75 mg/dl in another incident. The mother also reported the customer was sick at the time of the call.. The customer was advised to change the sensor. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.